Event description:
(B)(6) - it was reported by the consumer that the unknown scooter model and serial numbers was repaired by road runner mobility. Upon return from repair, it allegedly did not have the seat properly secured to the base, and when her mother went down her ramp, the seat disconnected from the base, and the patient fell off the seat, and catch herself on the ramp rails. The customer was unable to find any identifying numbers on the scooter to confirm the accurate identity of the product. Additionally, she informed that it was 10 year old. There was no patient injury reported.